Event description:
Boston scientific received information: the lead exhibited out-of-range impedance measurements. An x-ray confirmed a fractured svc coil. The lead was capped and replaced. (B)(6) hospital (B)(6). Lead implant date: (B)(6) 1995. Event date: (B)(6) 2011. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).